Manufacturer narrative:
(B)(4).

Event description:
It was reported that when changing a non-arrow hemodialysis catheter because of an issue, the user inserted the swg and the catheter without any issue (insertion site: femoral left). The user noticed that it was impossible to remove the swg and it unraveled. The user had to remove the catheter and the swg. Consequence; there was a significant bleeding at the insertion site; it was necessary to compress it manually for a while. The user inserted the new catheter on the femoral (right) without any other issue. The pt is fine.